Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
Additional information was received that this device was explanted for an unknown reason and returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the fault was triggered due to excessive magnet application. The patient is mentally ill and has been frequently applying a magnet to the device. Boston scientific technical services recommended stopping the excessive magnet use and then monitoring the device to see if the battery recovers as expected. This device remains in service at this time. No adverse patient effects were reported. Additional information (ai) was received that the patient ceased use of the magnet and received an inappropriate shock for atrial fibrillation. Following this episode the patient will likely resume use of the magnet until the atrial rate can be controlled. The patient has been declined an electrophysiology intervention at this time due to an alcohol addiction. Further ai was received that no programming changes have been made to the device in response to the inappropriate shock.